Event description:
The needle on the endostitch would shuttle from one arm of the device to the other but the tissue would not release from the needle. The needle broke in order to get the tissue out and caused a hole in the stomach. This happened before, but was able to release the tissue without breaking the needle or causing a hole in the stomach.